Event description:
Healthcare professional called to report a right side deflation. The device has been explanted.

Event description:
Healthcare professional called to report a right side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening and observed delamination partial of the valve (adhesive failure). As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional called to report a right side deflation. Device remains implanted.